Event description:
Additional information was received that indicated the patient had experienced a loss of therapeutic effect. The patient stated that the ¿therapy is not working right.¿ the patient stated that he found the stimulation on program 1 to be painful when he ¿passed bowels.¿ the patient was currently on program 2 at 6.7 v. The patient noted he had fallen ¿a few times¿ but he was very vague regarding the timing of the falls, saying only that it occurred ¿sometime last summer.¿ the patient stated that he noticed that day that he was using the bathroom a lot and that his symptoms seemed to be getting worse over time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v589242, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient felt as though the stimulation was not working "well". The reporter stated that he had gone through different programming options. It was noted that the patient was at 2.9 volts in (B)(6) 2012 and was at 4.2 volts in (B)(6) 2012. It was stated that after the patient eats, the water "goes right through". Subsequent information received reported that the patient experienced a return of symptoms since (B)(6) 2012. It was stated that the patient increased stimulation from 4.5 volts to 8.0 volts on program 2. The reporter stated he had a couple of falls prior to that, one in (B)(6) 2012 and one in (B)(6) 2012. It was noted that the falls were on the left and right side of his body. The patient would try program 3 and note any changes in symptoms.

Manufacturer narrative:
(B)(4).